Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A product sample was not returned for evaluation. The product's history record was reviewed and the documentation indicated that the product met release criteria. Based on a review of complaints received, the manufacturing investigation has not identified a root cause to date. A sample of an irrigation and aspiration tip was not returned for evaluation. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal (B)(4).

Event description:
A surgeon reported that post operative endophthalmitis was confirmed on a patient's eye after intraocular lens implantation. Additional information has been requested for this report, no updates have been received. There is no product sample available as the implant remains in the patient's eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Follow up information was received; it was informed that the issue occured in the right eye and that the paitent is recovering.